Event description:
At the bedside, the nurse was administering a vaccine in a 3ml syringe with a 23 1inch bd needle. After the injection was completed, the nurse attempted to engage the safety to prevent an accidental needle stick. The safety would not engage. No harm occurred due to this event. No lot number provided, no wrapper or device saved.